Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while collecting a blood sample using bd vacutainer® 9nc 0.109m 2.7 ml, the cap of one tube was broken. The tube was replaced. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. The product expired on 31 aug 2023. Therefore, the retention samples could not be inspected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged/broken cap. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while collecting a blood sample using bd vacutainer® 9nc 0.109m 2.7 ml, the cap of one tube was broken. The tube was replaced. There was no health impact or consequences reported.